Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cephalic vein using pod coils and a non-penumbra microcatheter. During the procedure, the physician advanced a pod coil to the target vessel using the microcatheter and retracted the pod coil to reposition it twice. While re-advancing the pod coil into the microcatheter, the pod coil detached from its pusher assembly within its introducer sheath. It was reported that half of the coil was in the microcatheter, and half of the coil was in the introducer sheath when the coil detached. Therefore, the physician removed the pod coil by pulling it out. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.